Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had white noise appears on the live monitor during fluro. The screens go blank before the timeout has expired. There is no report of pt injury or death.